Manufacturer narrative:
The cadiere forceps instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history shows that there are no other complaints for this product. Refer to the report with patient identifier (B)(6) for the other instrument involved in this event. No image or procedure video was provided for review. A review of the instrument log for the cadiere forceps instrument (471049-08/k10210816) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021. This complaint is being reported based on the following conclusion: it was alleged that the instrument broke and fragments fell inside the patient during a da vinci assisted procedure. The fragments were retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, there was a collision with the instruments that created tiny little shavings that are in the patient. Customer can't see the shavings on the screen, surgeon can only see the shavings through the console. The case was still ongoing, but they plan to retrieve shavings in the same procedure via irrigation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the csr clarified that the resident and surgeon were manipulating the instruments in a way that the shafts would rub against each other frequently. This cased for there to be some "tiny flakes" that fell off into the patient's abdomen. The csr said one couldn¿t not really see the flakes on the screen. The csr left the case after the issue occurred, but reported that the customer was informed that they could suction irrigate the area to retrieve the fragments. The csr reported that the surgeon said they were able to irrigate and extract the materials. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.